Event description:
It was reported that the personal diabetes manager (pdm) wasn't working. When the patient plugged the pdm into the charging cord, nothing was showing on the screen and it wouldn't turn on, however it was getting really hot. The patient was using a black charging cord and did not confirm if this was an insulet supplied cord or not.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.